Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had a blood glucose level around 425 mg/dl. Customer reported that she had a bent cannula and bubbles in the reservoir at the time of the incident. Troubleshooting was not performed on the insulin pump. The device was not replaced or returned for analysis.